Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load properly. Another heartstring was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular has not yet received the device for investigation. A supplemental report will be sent when the device is received and the investigation is completed. (B)(4).